Event description:
The following has been reported: nurse reported: two sets of the blood side of tubing- the red side- would not prime, by gravity or with the pump. A third tubing with a different lot number was used with no issues to administer the blood to the patient. Patient injury/adverse reaction : no - stopped active infusion : no - result in over/under infusion: no - occurred during : setup - drug used : blood - incident type : block/restriction - action taken : third set of tubing was needed with a different lot #, no issues with that tubing a preliminary review identified the following issue: unable to prime air from tubing set an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to kinks located somewhere in the admin set, blockage/occlusions at connections or ports, slide clamps being actuated on the tubing. The current process controls detection include 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode; quality sampling for final physical testing, for performing a flow and underwater leak tests; 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24i05127 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.